Event description:
Procedure: pancreatomy. According to the reporter: when the device was fired the staples were malformed. There was bleeding and the pt required transfusion. Delay time in operating room was unk. Amount of blood loss unk. Suture was used on the staple line to correct the problem.

Manufacturer narrative:
(B) (4). (B) (4). Device has been received and investigation has begun but is not completed.